Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2015; 5071-53 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported that there was some occasional undersensing with double counting of wide complex beats. A lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and non-sustained tachycardia with cycles of <(> <<)> 220 milliseconds. Further information obtained from the physician reported the patient had a sinusoidal ventricular rhythm which resulted in detection difficulty. The cause of death was requested but was not known.